Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an edwards bioprosthetic valve implanted in the pulmonary position, that required valve in valve intervention after an implant duration of eight (8) years, four (4) months due to stenosis secondary to valve degeneration. The patient was implanted with a 26mm transcatheter valve within the existing device. The patient was noted as well. No additional information was received.